Event description:
A facility reported a cerelink monitor gave error that sensor or patient cable is faulty. Troubleshooting was done as per IFU. Different monitor was connected to probe and same error persisted. When surgeon removed the probe in operative room it became apparent that the ventricular drain was occluded. A new sensor was inserted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint sample was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - product was returned and the following was concluded: 1- catheter was evaluated at drainage tube and inside drainage tube. 2- internal wires broken, cerelink monitor reading was unacceptable: icp express read "no transducer detected." 3- no testing possible. Based on the evaluation we were able to confirm the complaint and determine the cause of the problem stated to be mishandling of the catheter. Therefor the complaint condition could be confirmed.